Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled wire ill the left fallopian tube stump extending into the myometrium') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included leiomyoma nos, paratubal cyst and uterovaginal prolapse. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral removal of fallopian tubes, essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: specimens: uterus, cervix, bilateral fallopian tubes diagnosis: uterus. Cervix. Bilateral fallopian tubes cervix. Unremarkable cervix. Corpus. Proliferative endometrium. Leiomyoma. Fallopian tubes. Fallopian tubes with paratubal cyst. Clinical history and pre - operative diagnosis: incomplete uterovaginal prolapse macroscopic description: there is a 1.5 cm in length by 0.1 cm in average diameter coiled wire ill the left fallopian tube stump extending into the myometrium, there is also a 2,5 cm in length by 0.1 cm in average diameter coiled wire in the right cornu and adjacent myometrium, also received separately in the same container are two detached fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event "coiled wire ill the left fallopian tube stump extending into the myometrium" was recoded to the meddra llt: embedded device. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('oiled wire ill the left fallopian tube stump extending into the myometrium,') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included leiomyoma nos, paratubal cyst and uterovaginal prolapse. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.